Event description:
The complainant reports an over delivery. The pt received 300ml instead of the intended 220ml.

Manufacturer narrative:
The device reported is an abbott product that is marketed internationally which is the same or similar to a device that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required info from the source.